Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection of the provided pictures showed the product was dry and out of packaging. On one photograph a red spot at the housing was visible. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside a revaclear 300 dialyzer before use. There was no patient involvement. No additional information is available.